Manufacturer narrative:
The manufacturer previously reported that a ventilator was returned to a third-party service center for service. There was no harm or injury reported. During the evaluation of the device at third-party service center, a ¿ventilator inoperative¿ code was found in the ventilator's downloaded error log. The device's system board was replaced to address the issue. In addition of the above evaluation, the device¿s blower assembly and air inlet filter were replaced due to preventive maintenance, which was not related to the malfunction/issue. The blower assembly and the system board were sent to the investigation lab for further testing. Pil installed the trilogy evo blower on the trilogy evo stb and ran therapy for approximately 1 hour and the blower operates as expected, e-144 did not occur in the log. Pil concluded that the blower operates as designed. The trilogy evo blower has been scrapped. The system board was also evaluated. The tech did not confirm a problem with the system pca itself.

Manufacturer narrative:
H3 other text : third party service center.

Event description:
A ventilator was returned to a third-party service center for service. There was no harm or injury reported. During the evaluation of the device at third-party service center, a ¿ventilator inoperative¿ code was found in the ventilator's downloaded error log. The device's system board was replaced to address the issue. In addition of the above evaluation, the device¿s blower assembly and air inlet filter were replaced due to preventive maintenance, which was not related to the malfunction/issue.

Manufacturer narrative:
The manufacturer previously reported that a ventilator was returned to a third-party service center for service. There was no harm or injury reported. During the evaluation of the device at third-party service center, a ¿ventilator inoperative¿ code was found in the ventilator's downloaded error log. The device's system board was replaced to address the issue. In addition of the above evaluation, the device¿s blower assembly and air inlet filter were replaced due to preventive maintenance, which was not related to the malfunction/issue. The blower assembly and the system board were sent to the investigation lab for further testing. Pil installed the trilogy evo blower on the trilogy evo stb and ran therapy for approximately 1 hour and the blower operates as expected, e-144 did not occur in the log. Pil concluded that the blower operates as designed. The trilogy evo blower has been scrapped. The system board was also evaluated. The tech did not confirm a problem with the system pca itself. In the previous report, section in box e: initial reporter was incorrect. The section in box e: initial reporter has been corrected in this report.